Event description:
It was reported that the surface of the console was getting warm. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available.